Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. This report is for (2) unknown screws /unknown lot number. Lot number unknown. UDI unavailable. Explant date is unknown. (B)(6). 510k#: unknown. The device history record review and the investigation could not be completed; no conclusion could be drawn, as no lot number was provided. Device received in a condition making evaluation impossible. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the plate broke postoperatively. The initial surgery was performed on (B)(6) 2016. The revision of the plate will be performed with another competitive plate (brand name and article number are unknown). Two (2) unknown screws were returned broken. Unknown when or how the screws broke. There is no information available about patient and surgical outcome. This complaint involves 2 parts. Concomitant devices: 6x unk screws. (B)(4).